Manufacturer narrative:
No information provided to date. No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that during use the device began leaking on the floor and blood was backing up in the proximal port. The connection between the tubing and runner line was cracked. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.